Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused reduced respiratory failure, migraines and cough. The patient did receive medical intervention and reported to have had a lung x-ray. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged reduced respiratory failure, migraines and cough. The patient did receive medical intervention and reported to have had a lung x-ray. The reported events of migraine, headache and cough does not meet the definition of a reportable serious injury in this case. Patient also alleged reduced respiratory failure visible on lung x-ray due to the device and its reported severity was reviewed by the manufacture's clinical expert. These events are assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. Based on the available information, the manufacturer concludes no further action is necessary.   Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation, investigation findings and investigation conclusions has been updated in this report.

Manufacturer narrative:
Additional information was received on nov 12, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused reduced respiratory failure, migraines and cough. The patient did receive medical intervention and reported to have had a lung x-ray. The section e1 was updated and sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for both adverse events and product problem (only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - clinical codes and health effects - impact code was corrected.